Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that, during a robotic laparoscopic roux-en-y gastric bypass (rygb) while stapling the stomach, the operating room team interface (orti) and surgeon console (sc) had a lot of flickering and interference from the endoscope image prior to both screens going completely black. The coagulation cable was moved far away from both the light source and the endoscope cable to avoid interference, and then the endoscope and valleylab were restarted. This resolved the issue and there were no further issues. There was no patient injury.